Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.